Event description:
Healthcare professional reported a right side exchange of implant with no complaint against device. Later, healthcare professional reported right side rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the radius side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick stress marks. No further actions are required as the device was implanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, reviewed on 28-june-2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photo observed red biological tissue next to the device but this is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported exchange of implant with no complaint against device. Later, healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.